Event description:
It was reported that there was a small amount of noise on the right atrial (ra) lead channel that appeared consistent with muscle noise. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).